Event description:
Revision surgery - implant failed/required intervention to prevent impairment/damage.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-01352; 508-32-204,s802 - device failed, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.